Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not wirelessly communicate with the remote monitor. The device remains in use. No patient complications have been reported as a result of this event.